Event description:
A communication was received from the adverse incident centre of the (B)(6), stating that an incident had been reported by (B)(6) hospital with regard to an fm830 fetal monitor. The reported fault with the monitor was "ctg displaying trace with fetal heart rate of 150bpm, but baby was dead."

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the manufacturer huntleigh healthcare ltd. (Registration#1000589001). The unit is being returned from (B)(6) hospital to the service department at (B)(6) for investigation. Additional information will be provided following the conclusion of the manufacturer's investigation.